Manufacturer narrative:
It was unable to perform displacement test due to blank display. Insulin pump had blank display due to severely corroded battery tube. Device had broken battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at lcd window corner and scratches on reservoir tube window.

Event description:
Customer reported that the insulin pump chipped around the battery compartment and reservoir compartment. Customer stated that the damage occurred gradually. Blood glucose value is 357 mg/dl. Nothing further reported.